Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the markerbands as per specifications. Deformation was visible to the 8th and 9th distal stent wraps, with struts raised. The inner lumen patency was verified. Deformation was evident to the distal tip. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a resolute onyx drug eluting stent to treat a moderately calcified and moderately tortuous lesion in the mid rca with 85% stenosis. There was no damage noted to packaging and the device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated. The physician observed that the device had difficulty in crossing the lesion despite using a high support guide, double guide and a support catheter on two attempts. Deformation of a strut was reported. Resistance was observed and excessive force was not used. The device did not pass through a previously deployed stent. The procedure was completed with another resolute onyx drug eluting stent and there was no injury to the patient.